Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter and sheath fell out of the left atrium during an ablation. When the system was advanced a perforation was caused in the right atrium. A pericardial effusion occurred. A pericardiocentesis was performed, and the patient recovered. The case was aborted while the patient was under general anesthesia. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.